Manufacturer narrative:
As received, a complete lead was returned in two pieces for analysis. The reported event of loss of capture was not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any anomalies. The s-curve hump measured was within specification.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow-up, a loss of capture was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and revealed a dislodgement of the lv lead. The lv lead was explanted and replaced to resolve the event. Patient was stable and will continue to be monitored.